Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and company representative in regard to a patient receiving bupivacaine 20 mg/ml at 4.839 mg/day and dilaudid 10 mg/ml at 2.42 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The patient¿s past medical history includes cervical post laminectomy syndrome, other cervical disc degeneration, hypertension, opioid dependence and hypothyroidism. The patient¿s surgical history includes cervical laminectomy/fusion, intrathecal pump implant, and knee arthroscopy. The patient has no known allergies. The patient was discontinued on oxycontin 60 mg tablet ER 12 hour because the patient¿s insurance did not cover oxycontin. The patient will discontinue the ms contin since the patient is unable to take it secondary to mental status changes and severe nausea. The patient¿s treatment of post laminectomy syndrome includes starting duragesic-50 (50 mcg/hr) patch 72 hour and zofran tablet 8 mg. It was reported that a motor stall was seen at initial interrogation. The motor stall recorded did not recover. The patient did not recently have an MRI. The patient started hearing beeps from the pump on the afternoon of (B)(6) 2016. The patient woke up sweaty on (B)(6) 2016. The cause of the motor stall was unknown. The pump was 4 months from end of service (eos). The healthcare professional reported the motor stall and patient sweatiness has been resolved. Progress notes from (B)(6) 2016 were also provided. The reason for appointment includes neck and arm pain. It was noted that the patient has had a pump dysfunction. The patient¿s pain management review of systems (ros) included chills, decreased appetite, nausea, and night sweats. The patient¿s ros also included back pain and muscle pain. Prior to the documented alarm, the patient noted increased neck pain, night sweats and diarrhea. These symptoms have continued. The patient was scheduled for evaluation with a healthcare professional. The patient was written for oxycontin by their healthcare professional to cover their narcotic needs, treat pain and withdraw symptoms. The patient was denied and the healthcare professional wrote for ms contin. The patient noted increasing nausea and mental status changes on this medication necessitating discontinuation. The patient¿s withdraw and pain symptoms continue. There was no evidence of diversion or noncompliance. Examination for the patient alert, well hydrated, in moderate distress secondary to nausea and neck pain. The patient¿s skin was normal, good turgor, and no rashes. The patient had tenderness to palpation, cervical spine. The patient had normal upper and lower extremity motor exam. The patient was scheduled to see the healthcare professional to be evaluated for a pump change. The pump was explanted on (B)(6) 2016. The issue was resolved at the time of report. The patient¿s status at the time of report was alive ¿ no injury. Additional information received indicated the pump was used to infuse dilaudid 5 mg/ml at 0.0064 ml/day and bupivacaine 30 mg/ml at an unknown dose per day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.